Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia to 44 mg/dl after entering multiple meal announcements while previously hyperglycemic, which the agent advised can cause the ilet to maladapt; the user treats lows with oral carbohydrates and uses a teflon infusion set, and a recent supply change was performed with no rewinds, tubing fills, or external insulin while connected. Symptoms included hypoglycemia with shaking/tremors, muscle weakness, fatigue, lethargy, malaise, and visual disturbance described as spots in vision, and the user also reported episodes of hyperglycemia up to 366 mg/dl. Outcomes included an unexpected medical intervention with medication in the form of oral glucose and a minor illness or impairment. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem tied to improper or incorrect method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.